Event description:
It was reported that the patient presented with oversensing on their cardiac resynchronization therapy defibrillator. Upon review, one instance of far-field p-wave oversensing had occurred. No intervention was performed, and the device will continue to be monitored. The patient is not dependent and no patient symptoms were reported.